Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 17.0cm was returned for analysis. External insulation abrasion was noted at 16.0-16.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.